Manufacturer narrative:
Insulin pump received with critical pump error due to moisture damage to force sensor. Insulin pump received with corroded electronic assemblies and corroded motor home switch. Insulin pump unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Insulin pump received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump had crack on the back of the battery compartment. The customer¿s blood glucose level was 316 mg/dl. Advised the pump will need to be replaced and discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.